Event description:
It was reported by service report that the customer alleged that the cot dropped when elevated 6-8 inches with pt on cot when transferring pt from cot to stretcher. There was pt involvement; however, no adverse consequences were reported. See scanned page.